Manufacturer narrative:
It was stated that the incubator cover had traces of plasma on it and it has been replaced.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Sex was provided as "female" in reference to sample identifier (B)(6). Phone number was provided as "(B)(6)". Fax number was provided as "(B)(6)". The component code device subassembly refers to the "pinch valve assembly".

Event description:
The customer initially reported that they received an erroneous high result for one patient sample tested for intact human chorionic gonadotropin + the subunit (hcgb). Data was provided for a total of 31 patient samples tested for hcgb. Of these 31 samples, 22 had erroneous hcgb results that were reported outside of the laboratory. Refer to the attachment for all patient data. The "date" column represents the date that each sample was initially tested. The customer complained that the initial results were discordant for the four patient samples highlighted in red. These patients were actually not pregnant. For the patient with sample identifier (B)(6), the physician phoned the laboratory to say that the woman was not pregnant. The patients were not adversely affected. The hcgb reagent lot number was 187428. The reagent expiration date was asked for, but not provided. The field service representative changed a pinch valve assembly, changed tubing, and adjusted a probe. He found that the incubator hood was cracked. He ran performance testing and this was ok.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Based on the observations, a contamination of instrument components leading to a contamination of the reaction cup is likely. No reagent issue was evident.